Manufacturer narrative:
Batch review performed on 18 january 2022. Lot 2006594: (B)(4) items manufactured and released on 12-nov-2020. Expiration date: 2025-nov-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting instability and the cause of the instability is unknown. The surgeon revised the insert 11 days after primary and the surgery was completed successfully. A humeral reverse hc liner ø39/+6mm has been implanted.